Manufacturer narrative:
No additional information is available as this report was taken from a journal article.

Event description:
It was reported in a journal article that the abc ceramic liner fractured. It was noted that the ceramic liner was broken into tiny pieces and revision surgery was performed.